Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implant date: (B)(6) 1993 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fractured. It was also reported that the lead exhibited high impedance, varying impedance, oversensing and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they were told that the lead looked 'frayed'.